Event description:
It was reported that during a supply change the ilet user's caregiver deployed a 23-inch insert infusion set with the tubing trapped beneath the adhesive, resulting in improper infusion set placement and interrupted insulin delivery. The agent guided a site change and insulin delivery resumed, and replacement supplies were arranged. No reported symptoms or adverse clinical effects. Outcomes included no alerts or alarms and restoration of therapy after troubleshooting. Investigation included remote troubleshooting and user education regarding correct infusion set deployment. Investigation of this case revealed user error leading to incorrect infusion set deployment and connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.